Event description:
This case was reported by a consumer and described the occurrence of shoulder pain in a (B)(6) male pt who received super poligrip (formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date in 1995, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced shoulder pain, cardiac pain, muscle pain, calf pain, numb feet, cold foot, tingling of extremity and numbness in hand. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. Pt has discontinued all the super poligrip that has the ingredient zinc. Pt did not provide contact info; therefore, this case is lost to follow-up. Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).